Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual tube malfunction was neither confirmed nor reproduced. The root cause was not identified. No further action was taken to fix the reported problem but the pump head module was replaced due a cracked chassis. The user interface module software version of this pump is 5.09.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a manual tube malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.